Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported, during the patient's first follow-up visit three months after implant, there was not enough slack in the right ventricular (rv) lead, but since the position of the tip did not change, the decision was made to continue monitoring the patient. During the patient's next follow-up visit, it was noted the rv pacing threshold was increasing, but capture was still confirmed, so it was again decided to continue monitoring. Upon the patient's most recent follow-up visit, however, it was observed the patient's heart rate was around 40 beats per minute. A threshold test was performed, but the rv lead was not capturing, even at the maximum pacing output. Imaging was performed, and it was determined the rv lead tip had dislodged. The physician attempted to reposition the rv lead, but when the rv lead was moved, the right atrial (ra) lead also moved. The rv lead was therefore capped, and a new rv lead was implanted. No additional adverse patient effects were reported.